Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that when he checked fio2 output during preventive maintenance the ventilator is reading 3% different from set and his analyser is reading 3% in opposite direction giving him a 6% difference between what the vent is reading and what his analyser is reading (set 60 vent reads 63, his analyser reads 57.) No patient involvement.